Event description:
It was reported that the right ventricular lead exhibited noise; the lead was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.